Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/01/2014), the patient¿s meter has been returned on 4/21/2014 and evaluated by lifescan product analysis on 4/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, at 8am, a reading of ¿332mg/dl¿ was obtained on the lfs meter compared to ¿142mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes later she felt ¿sweaty and hot.¿ the patient reported on (B)(6) 2014, at 8:40am, she had humalog, 6 units as treatment. The patient reported no other device was used. During the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing and the meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was not able to control her blood glucose adequately, developed symptoms suggestive of an acute complication of diabetes and required self treatment.